Manufacturer narrative:
Submit date: 8/16/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found that the pump did not alarm at startup.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that pump did not alarm. The unit was triaged and the reported issue could not be confirmed at this time. However, the technician found there to be no audible alarm. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.